Event description:
Pt undergoing a total vaginal hysterectomy and bilateral salpingo-oophorectomy with antercalparrhaphy perineoplasty, urethropexy when during the pressure of suture through the ligament, the portion of the suture guide detached from the suture. A small stainless steel guide was left within the sacrospinons ligament. Multiple attempts were made to find the piece, but were unsuccessful.